Manufacturer narrative:
A field service engineer went to the customer site on 20jun2023, checking the operation of the device and found no problem with the device. Within the error log, several lack of oxygen inlet pressure alarms were seen, and the equipment notified correctly when they occurred. Following the equipment check, the device remained operational and met the manufacturers specifications. The device passed the performance verification tests needed to certify the return to operating conditions prior to the alleged oxygen failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: per philips international personnel, customer is declining to provide details patient information. Investigation remains ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was no oxygen to the patient. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer was provided with a quote for onsite service. Further troubleshooting and resolution is pending the customers' acceptance or rejection of the quote. This investigation is ongoing.